Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 1000 mg/dl. It was stated that the battery had died in the insulin pump and the customer hadn't checked her blood glucose for three days. It was also stated that the battery cap was stuck. The customer's husband later called back stating the reservoir compartment had a crack. The insulin pump was replaced due to the crack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.